Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a lead extraction. It was noted that the patient's right ventricular lead had 209 noise reversion episodes since (B)(6) 2018. The noise was not reproducible with isometrics or pocket manipulation. The lead was extracted and replaced. The patient was stable before, during, and after the procedure.